Event description:
It was reported that when the lx silverhawk was used, the proximal superficial femoral artery was perforated. The md occluded the perforation with a balloon, subsequent angiograms revealed continued extravasation of contrast. The md notified a vascular surgeon, then inserted a 9f sheath and implanted a 7x50 viabahn endoprostheses which occluded the perforation and maintained vessel patency.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.